Manufacturer narrative:
Alleged failure: over impacted. Probable root cause: design: poor handle design. Process: guide handle manufactured out of specification. Application: improper grip on guide. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence (B)(4).

Event description:
It was reported that the metal inserter tip broke off and remained in the patient. Procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the metal inserter tip broke off and remained in the the patient. Procedure was completed successfully.